Event description:
Patient was on ventilator approximately 5 days and suddenly began to display excessively high volumes with a high respiratory rate as displayed on the ventilator screen. After assessing the patient and inspecting the ventilator the respiratory therapist could find no obvious reason for these readings. The ventilator was changed out and the new ventilator displayed volumes of 500 ml.